Event description:
The customer reported that approximately 5 minutes into a taxol infusion, they noticed there was a small crack at the top of the burette chamber on the clear plastic. The taxol was spraying out of the hole. The nurse tried to med the hole with tape to see if this would stop the leak, however the leak continued and the taxol started leaking from beneath the tape which resulted in cytotoxic spillage onto the floor. The nurse stopped the infusion and proceeded to evacuate everyone from the room. A spill kit was then used to clean the contaminated area. Another full bag of taxol had to be ordered from pharmacy and the patient had to remain in the unit for an extra 3 hours before they were able to leave the department. From the reported information, there are no indications of serious injury to the patient or user as a result of this incident.

Manufacturer narrative:
(B)(4). Although requested, the device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.